Manufacturer narrative:
(B)(4): against resistance. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat a de novo lesion in the mid left anterior descending artery with mild tortuosity, heavy calcification and 95% stenosis, multiple pre-dilatations were performed with a 2.5x12 mm non-abbott dilatation catheter up to 10 atmospheres. A 3.0x8 mm rx xience xpedition stent delivery system (sds) was advanced, but due to the calcification, resistance was felt during advancement and the sds could not completely cross the target lesion and the hypotube separated into two pieces. Reportedly, force was applied against resistance during advancement prior to the separation. The 3.0x8 mm rx xience xpedition sds was simply withdrawn from the patient anatomy without any issue. Additional pre-dilatation was performed with a 2.5x15 mm non-abbott dilatation catheter up to 12 atmospheres. A 3.0x8 mm rx xience xpedition stent and a 3.0x15 mm rx xience xpedition stent were implanted successfully. The patient is doing well. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: device available for evaluation changed from yes to no. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.